Event description:
It was reported that the piic ix application, rev c.03.02, had frozen so that no numerics or waves were updating, no mouse/keyboard responding, and no alarms provided during the timeframe of two hours. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the piic ix application, rev c.03.02, had frozen so that no numerics or waves were updating, no mouse/keyboard responding, and no alarms provided during the timeframe of 2 hours. The device was in use on a patient. There was no report of patient or user harm.